Event description:
As reported by an affiliate, a trufill dcs orbil coil (638mf0407/15623190) became stretched during withdrawal in the sl10 microcatheter during a left internal carotid artery coil embolization procedure. The device was the first coil that had been placed through the microcatheter. It was reported that there was no resistance/friction between the microcatheter and the coil and no kinking of the microcatheter. The coil and microcatheter were removed as a unit. A continuous flush had been maintained through the microcatheter. There were no patient injuries or other complications.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be provided within 30 days of receipt.

Manufacturer narrative:
Additional info received 12/27/2013: the coil stretched after it had exited the microcatheter and was being withdrawn back into the microcatheter. It is unknown what factors may had contributed to the stretching. The devices had been prepped and used as per the IFU. Complaint conclusion: as reported by an affiliate, a trufill dcs orbil coil (638mf0407/15623190) became stretched during withdrawal back into the sl10 microcatheter during a left internal carotid artery coil embolization procedure. The device was the first coil that had been placed through the microcatheter and there was no evidence of kinking of the microcatheter. It was reported that there was no resistance/friction between the microcatheter and the coil. The coil and microcatheter were removed as a unit. A continuous flush had been maintained through the microcatheter and it was reported that the devices had been prepped and used as per the instructions for use (IFU). The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed and a one to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. There were no patient injuries or other complications. Multiple attempts to have the product returned for analysis were unsuccessful. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without product return, the complaint could not be confirmed. Based on the information provided, the root cause of the event could not be determined; however, procedural factors may have contributed to the coil stretching. There is no evidence in the information provided or in the review of manufacturing documentation to suggest the event was related to a design or manufacturing issue, therefore, no corrective actions will be taken.